Event description:
It was reported that a right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Additionally, there was calcification and tissue noted on the insulation and proximal coil. The proximal end of the distal spring electrode was separated from the lead body insultation. The outer insulation was abraded, but the inner insulation was intact. The insulation abrasion was likely caused by the device design. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
It was reported that a right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.